Event description:
Reportedly, numerous episodes of noise oversensing were stored in device memory. Preliminary analysis revealed that the observed noise could originate from electromagnetic interferences (emi) and/or myopotentials sensing.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, numerous episodes of noise oversensing were stored in device memory. Preliminary analysis revealed that the observed noise could originate from electromagnetic interferences (emi) and/or myopotentials sensing.